Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure due to normal battery depletion, a dented connector sleeve to the lead body was observed on the right ventricular lead. The lead remains implanted and was repaired with medical adhesive to resolve the event. The patient was in stable condition.